Event description:
Bmw wire was advanced distal course of the circumflex. The vessel is heavily calcified with a stent in the mid segment and a balloon which was 2.0 x 8 was advanced, it will not cross the stenotic segment in the mid course of the circumflex. The balloon was then pulled out. Smaller balloon which was 1.2 x 8 balloon was then advanced. It was able to cross the calcified segment in the mid-to-distal segment of the circumflex. It was inflated up to 10 atmospheres for about 20 seconds. The balloon came out and then the wire tip was stuck in the distal end of the vessel, most likely because of presence of heavy calcification in there. A small piece of the wire was retained inside the vessel which led to occlusion of the distal circumflex, however the effort was to make sure that the om-1 was fixed which has 70% ostial stenosis.